Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump never got the vibration alert. Customer's blood glucose level was unknown. Customer also stated that they performed the audio test but, insulin pump not given a warning . Customer put insulin pump manual mode. But, did not the vibrations. The insulin pump will not be returned for analysis.